Event description:
It was reported the pt is unable to receive adequate coverage. Reprogramming did not resolve the issue. An sjm rep will meet with the pt again for resolution. No further info is available at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.